Event description:
Info rec'd via email states the following: "our ICU brought me packaging (but not the actual device) from a flexiseal signal that they said had a leaking balloon. They have several from the same lot on their unit".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It is reported that the convatec sales representative left a message for (B)(6) and will notify of any further info. There were no reports of a patient being harmed as a result of this malfunction. An investigation was performed by the third party manufacturer, (B)(4), on (B)(6) 2013 based on review of the device history record and retained samples. The evaluation results for this complaint were provided by (B)(4), the results are as follows: device history records were reviewed for the lot of material in question. No process deviation was observed. The team confirmed that the parts were processed at specified process parameters; retained samples were reviewed and examined by the team, and they confirmed that the retained samples meet the product quality specifications defined by convatec. Based on the investigation conducted, this complaint is not confirmed, root-cause cannot be identified. Future complaints will be monitored for trends. A returned sample was not expected for this complaint. No add'l info is expected. (B)(4).